Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 336 mg/dl. Ketone level was large and considered as being dangerous by a healthcare provider. Customer went to the emergency room (ER) and treated with intravenous insulin and monitored. After 6 hours, customer left the ER "feeling fine" and bg was 250 mg/dl. Bg elevated to 550 mg/dl with large/dangerous ketones and a bolus was delivered to address bg. Pump system check was performed and air bubbles were found in tubing. Tandem technical support (cts) reviewed pump data and found the pump was functioning properly. Reportedly, customer used humalog in the cartridge for 3 days. Cts informed customer humalog was labelled for 2 days.